Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.9, reference: 3.1, mean: 3.00, confidence limits: 1.8-4.2; inratio: 2.4, reference: 2.6, mean: 2.50, confidence limits: 1.6-3.4. A 2.8 and 3.6 inr were excluded from comparison test since time between tests exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Data analysis revealed all inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Strip lot information was not provided. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.